Event description:
It was reported that the patient experienced herniation of the reservoir due to the initial positioning of the reservoir was ectopically with an inflatable penile prosthesis (ipp). The device remains implanted and the reservoir was repositioned. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.